Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing rib stimulation that would cause him to vomit. The patient underwent a revision procedure wherein the leads were moved down in his back. The patient was doing well postoperatively.